Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use while still in the package, the device was interrogated in preparation for a case, whereupon it started audibly alerting as if at recommended replacement time (rrt). The device remaining longevity was listed as one month. It was noted that ventricular fibrillation (vf) detections had been programmed on. The device was not used. There was no apparent patient involvement.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.